Event description:
Case description: investigation results: novopen echo, batch no: unknown. No investigation was possible, because neither sample nor batch number was available. Novorapid penfill 100 u/ml, solution injectable en cartouche batch no: unknown. No investigation was possible, because neither sample nor batch number was available. Tresiba penfill 100 u/ml 3 ml, batch no: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case was has been updated with the following; imdrf codes and investigational results was added. Narrative updated accordingly. Final manufacturer's comment: 28-apr-2023: the suspected device (novopen echo) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Wrong technique in product usage process can affect the functionality of device and the potential underdosing may lead to hyperglycaemia. H3: continued: evaluation summary. Novopen echo, batch no: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) ketoacidosis(type 1 diabetes mellitus) [diabetic ketoacidosis]. Plungers of the two pens were not positioned at cartridge level [device dislocation]. No flow of insulin [device failure]. The patient did not receive insulin during 24 hours [product dose omission issue]. The patient reused the cartridge without performing purge [wrong technique in product usage process]. Case description: this serious spontaneous case from france was reported by a paediatrician as "ketoacidosis(type 1 diabetes mellitus)(diabetic ketoacidosis)" beginning on (B)(6) 2022, "plungers of the two pens were not positioned at cartridge level(device dislocation)" beginning on 2022, "no flow of insulin(device failure)" with an unspecified onset date, "the patient did not receive insulin during 24 hours(product dose omission)" with an unspecified onset date, "the patient reused the cartridge without performing purge (wrong technique in product usage process)" beginning on (B)(6) 2022 and concerned a 19 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novorapid penfill (insulin aspart) (dose, frequency & route used- 50 iu, qd, subcutaneous and regimen #2- unk (missed dose for 24hrs),subcutaneous) from unknown start date for "type 1 diabetes mellitus", tresiba penfill 100 u/ml (insulin degludec) (dose, frequency & route used- 28 iu, qd, subcutaneous and regimen #2- unk (missed dose for 24hrs),subcutaneous)) from unknown start date for "type 1 diabetes mellitus." Patients height: 174 cm; patients weight: 71 kg; patients bmi: 23.45091820. Current condition: type 1 diabetes mellitus, myasthenia, thyroiditis historical drug: insulin. Treatment included - insulin on (B)(6) 2023, patient did changement of pens with the same cartridges which were already opened, patient reused the cartridge already used in the previous pen without performing purge. On (B)(6) 2023, patient had symptoms of hyperglycaemia and ketonemia positive at 0.9 mmol/l and until 3.5mmol despite the injection of insulin with those pens, secondary ketoacidosis that required hospitalization (details of hospitalization not reported). When the patient arrived at the hospital, ph=7.27, plungers of the two pens were not positioned at cartridge level (2022), no flow of insulin during the injection test (2022). As a treatment for the adverse event the patient received insulin therapy with intravenous electric syringe and intravenous hydration. On (B)(6) 2022, the patients hba1c and ph were 8.7% and 7.27 iu respectively. It was mentioned that treatment continued without change and session of therapy education. Batch numbers: novopen echo: was requested; novorapid penfill: was requested; tresiba penfill 100 u/ml: was requested. Action taken to novopen echo was reported as unknown. Action taken to novorapid penfill was reported as no change. Action taken to tresiba penfill 100 u/ml was reported as no change. The outcome for the event "ketoacidosis(type 1 diabetes mellitus)(diabetic ketoacidosis)" was unknown. The outcome for the event "plungers of the two pens were not positioned at cartridge level(device dislocation)" was not reported. The outcome for the event "no flowof insulin(device failure)" was not reported. The outcome for the event "the patient did not receive insulin during 24 hours(product dose omission)" was unknown. The outcome for the event "the patient reused the cartridge without performing purge (wrong technique in product usage process)" was unknown. The outcome for the event "ketoacidosis(type 1 diabetes mellitus)(diabetic ketoacidosis)" was unknown. The outcome for the event "plungers of the two pens were not positioned at cartridge level(device dislocation)" was not reported. The outcome for the event "no flow of insulin(device failure)" was not reported. The outcome for the event "the patient did not receive insulin during 24 hours(product dose omission)" was unknown. The outcome for the event "the patient reused the cartridge without performing purge (wrong technique in product usage process)" was unknown.